Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a person using an ilet experienced hyperglycemia with a blood glucose of 215 mg/dl and contacted support, where the agent advised changing the entire infusion set and related components, which the person completed. Symptoms included elevated blood glucose. Outcomes included troubleshooting and education completed by phone without need for further follow-up. Investigation included a phone-based assessment and user-directed component replacement. Investigation of this case revealed a use-related issue consistent with insufficient insulin delivery, with low insulin effect suspected, but the precise cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.